Event description:
The hosp made a call to the MFR rep to ask what the recommended flow rates were for CT. They believed that the increased flow rates that they were using may be cause for the four exravasations that occurred over a 2 month period.